Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a plum 360 infuser where it was reported that the device experienced an issue where a drip was administered at 100 times the appropriate rate. Attempts to replicate the problem using the drug library have been unsuccessful, though the nurses remain confident that the correct drug was selected. Reporter stated that there was a way to plug it in and read back the past few days of programming. The user has an lssl account but does not have a mednet server. Therefore, they requested that the drug library not be removed, as it would need to be reuploaded before the device could be returned and user asked to download logs and provide copy to them. Patient involvement and harm are unknown.